Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: axess 7fr: jl3.5 sh. Evaluation summary: the device was returned for analysis. The inflation issue was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for inflation issue from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after pre-dilatation, a 3.0x18mm xience xpedition stent was advanced to the left anterior descending (lad) coronary artery. During attempted stent deployment, the balloon failed to inflate. The device was removed without reported issue and another xience xpedition was used without reported issue. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.